Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show that the device was in the "lead" view. Once the device was in this view, the device prompted an "ECG lead fault", which does not affect all the leads (limb leads can be viewed along with any v-lead that did not lose signal). An ECG lead fault is normal operation when the device is not detecting a valid patient impedance and would not affect the ECG signal coming from the electrode pads. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. There was also an occurrence of a pads on/off immediately after the ECG multi-lead fault. However, this is not an indication of a device malfunction and could indicate a connection issue between the electrode pads and the patient skin or the electrode pads and the connection to the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.